Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) powered down the system, reseated all cables and connections in the rear of cabinet such as row board cable and retractor band. Fse then ejected all cubies and receded all the row board cables and confirmed that the cubies were working. Fse also checked and receded all cables in the electronic compartment and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.